Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured vertically at the middle. The device was removed and the procedure was completed with a different device. No complications were reported and the patient was in good condition.